Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of a remote merlin.net transmission on (B)(6) 2018 revealed that the implantable cardioverter defibrillator exhibited a single non sustained ventricular oversensing episode due to crosstalk. The patient was asymptomatic and would continue to be monitored.